Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an atrial lead revision. This was due to increased threshold values and atrial lead noise. During procedure it was noted that a lead fracture had occurred. The lead was explanted and replaced. The patient remained stable.